Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the begging of a laparoscopic appendectomy procedure, the valve seal of the device was damaged and disengaged. There was a rapid loss of abdominal pressure. New device was used to complete case. There was no patient injury.